Manufacturer narrative:
Clavicle fracture of (B)(6) female was operated and the failure of the fixation was noticed at 3 weeks post op follow-up. Clavicle fracture is very difficult to immobilize, and there may have been attempts to immobilize the site. It is not known what kind of immobilization was used and what kind of instructions were given to the patient, and whether the site was loaded by the patient accidentally, such as during sleep. After three attempts to receive additional information the information is not sufficient to conclude that the inion device would have caused or contributed to the fixation failure.

Event description:
Clavicle fracture of (B)(6) female was operated with inion freedomplate + 3 pcs 3.5x45 mm and 5 pcs 2.7x40 freedomscrew. The failure of the fixation was noticed at 3 weeks post op follow-up.